Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. The watermark was observed at the base of the tail indicating the sensor being properly inserted. Sensor state 7 with a event log 130 is an indication that the sensor had terminated due to an error. The observed event logs correspond with a brownout reset which indicates an issue with the power circuitry. An extended investigation was performed. Visual investigation was performed on the returned sensor and no issue were observed. Returned sensor was de-cased and glue was observed covering the poise voltage test points. The glue does not compromise the functionality of the sensor. However, it does prevent a poise voltage test being performed. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality test indicates that there were no issues with sensor functionality and electronics. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the abbott diabetes care (adc) device. It was reported, the customer received unspecified high scan results on the sensor when compared to unspecified readings from the built-in precision meter. As a result, the customer experienced profuse sweating and had loss of consciousness. The customer was unable to self-treat and was in contact with a healthcare professional (hcp) who obtained unspecified and unknown to customer blood glucose results (via laboratory results), and who treated the customer with glucose intravenously for a diagnosis of hyperglycemia. No additional treatment or medication was reported. There was no report of death or permanent injury associated with this event. A sensor scan result of 110 mg/dl was compared to a scan result of 66 mg/dl on the built in precision meter. The results when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant. However, it is unknown when these readings were obtained in relation to the reported medical event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care (adc) has been submitted.

Event description:
A high reading issue was reported with the abbott diabetes care (adc) device. It was reported, the customer received unspecified high scan results on the sensor when compared to unspecified readings from the built-in precision meter. As a result, the customer experienced profuse sweating and had loss of consciousness. The customer was unable to self-treat and was in contact with a healthcare professional (hcp) who obtained unspecified and unknown to customer blood glucose results (via laboratory results), and who treated the customer with glucose intravenously for a diagnosis of hyperglycemia. No additional treatment or medication was reported. There was no report of death or permanent injury associated with this event. A sensor scan result of 110 mg/dl was compared to a scan result of 66 mg/dl on the built in precision meter. The results when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant. However, it is unknown when these readings were obtained in relation to the reported medical event.